Event description:
A malfunction alarm identified as code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted with resetting the pump, and the issue did not recur. The customer was instructed to contact support if the malfunction appeared again, and they acknowledged this guidance.